Manufacturer narrative:
No conclusion code available. The reported field event of noise was confirmed in the laboratory. The segms were reviewed and high frequency noise was seen. The high impedance from the internal supply was found to be higher than normal. The high impedance caused intermittent instabilities on an internal voltage supply causing the noise.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up after receiving a merlin.net alert for non-sustained ventricular and atrial oversensing episode due to noise on the implantable cardioverter defibrillator. Upon interrogation, it was observed that the noise was reproducible and was not physiological or lead related. There was also high, out of range atrial and ventricular impedance exhibited on the device. During device replacement procedure; the leads tested normal. The device was explanted and replaced on (B)(6) 2017. The patient was in stable condition during and post procedure.